Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal end/electrodes of the lead were bent. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the distal end lightly bent. The helix function was fine and was able to be extended/retracted.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the lead exhibited high impedance. In addition, the physician reported that the screw was not functioning. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.